Event description:
It is reported that the device was implanted in 2005. Revision surgery occurred two years later, the insert and retaining screw were loose but not dislocated from the tray.

Manufacturer narrative:
Section f was completed by the MFR. Info was received from a foreign source who is not required to complete form 3500a. Eval summary: metal support post is no longer tightly retained by poly part as it is press fitted in original device. Part looks pristine with minimal wear on articulating surfaces and few load bearing marks on the back surface. Support post does not show any notable damage. Screw threads are in good condition. X-rays and pictures show normal positioning of the implants and articular surface appears to be seated to tibia plate as intended. Surgeon communicated that for assembly of stem extension to tibial plate, he holds tibial component with stem extension in hand and impacts with 1/2lb mallet. Surgical technique recommends a solid impact with 2lb mallet on stem extension with tibia plate on surgical cart. It is suspected stem extension did not get firmly seated and moved- in -vivo causing loss of screw pretension and subsequent loosening. Cause of problem could not be definitively determined although incorrect assembly technique could be contributing factor. Per request from surgeon, a custom made taper seating tool is being sent to surgeon to ensure correct assembly of taper on stem extension to plate. It is planned to release a field notification to reiterate correct technique for assembly of stem extension to plate. Support post is disassembled from articular surface. Support post and support screw meet dimensional specification. Support post was inserted in articular surface and found to sit flush with distal surface as intended. Smaller press fit hole in articular surface has been expanded and no longer tightly retains the support post. Device history records are intact and conforming and indicate MFR to specification.